Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation confirms the metal inserter tip is broken and the broken portion was returned as well. When observed under magnification, no structural anomalies were observed that could have contributed to this failure. Metal tip breakages are typically associated with off axis insertion, or applying bending force to the inserter. Other than this possibility, we cannot discern a root cause for this failure. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is not currently available. The initial medwatch for this complaint device was submitted on via medwatch number 1221934-2017-10650. Due to a problem with the FDA gateway, the acknowledgement would not pass. An attempt to resubmit the file on was not successful as it was seen as a duplicate initial filing. This medwatch is being filed as the initial medwatch for this complaint device.

Event description:
The sales rep reported via phone that the metal inserter tip of the customer's 4.5 healix advance br 3 suture with orthocord broke inside the anchor upon insertion into the patient's bone. The patient had dense bone. The surgeon chiseled around the anchor to remove the metal inserter. The anchor was removed and the surgeon used a bigger awl and a bigger anchor in the same bone hole to complete the case. There were no patient consequences but a 40 minute delay was reported. The device is being returned. ¿ when did the breakage occur? Upon insertion. ¿ did the breakage result in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended? Yes. ¿ if breakage occurred near surgical site, how were fragments retrieved? With a grasper. ¿ how was the procedure completed? Other like devices in the same hole. ¿ were alternatives readily available? Yes. ¿ were there any procedural or patient anatomy factors which may have contributed to the breakage? Patient had dense bone. ¿ is surgical intervention planned? No . ¿ did portion of the device remain in the patient? No. ¿ any patient impact? No.